Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, while the tenaculum forceps instrument arm was in the patient, the instrument was found to have frayed cables at the articulation joint. The instrument arm was removed and evaluated, it was determined to remove the arm from service and send it for evaluation. The procedure was completed with no reported injury. The instrument had 7 lives remaining. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed with a backup instrument, and no fragment fell into the patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting fraying cables at the articulation joint, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken distal pitch cable at the distal end. Common causes of the failure mode broken - distal instrument pitch cables are attributed to component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. An additional observation related to customer reported complaint was also identified. The tenaculum forceps instrument was found to have a pitch cable dislodged in the housing at the proximal end. The root cause of dislodged grip cable at the proximal end is attributed to component failure. This complaint is reportable malfunction event due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.